Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a permanent implant procedure on (B)(6) 2019 to implant a new dbs lead. Following the procedure, a post-op CT scan was performed and the patient's physician believed that the lead did not appear to be implanted in the proper location needed to provide therapy. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted. Surgical intervention may take place at a later date to implant a new lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received the patient underwent surgical intervention on (B)(6) 2019 wherein a new dbs lead was implanted. Issue resolved.